Event description:
The haptic of the lens bent during loading into the delivery device, and could not be used.

Manufacturer narrative:
Not returned. Event conclusion no adverse patient effects were reported. Multiple attempts to obtain additional information were unsuccessful. If additional information becomes available, or if the product(s) is/are returned for analysis, this event will be reopened.